Event description:
It was reported that the programmer was printing very slowly during a threshold test and that it produced a message indicating that it was overheating and to turn it off to let it cool down. The service diskette was run but the situation did not improve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(6).

Event description:
It was reported that the programmer was printing very slowly during a threshold test and that it produced a message indicating that it was overheating and to turn it off to let it cool down. The service diskette was run but the situation did not improve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the printer was printing very slowly due to a threshold test and attributed it to data drive corruption. The hard drive was reconfigured and the software reloaded. Analysis was unable to confirm that the programmer was overheating, but the power supply was replaced as a preventative measure. Concommitant medical products: product ID 2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).